Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed for the post-polypectomy bleed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but was unable to release from the catheter to deploy. Eventually, after struggling and manipulating the device, the clip came off. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.